Manufacturer narrative:
Due to the concern of the infection, complete investigation was conducted for both the implant and instrument kit lots related to the patients involved. Based on the test results, it was concluded that these products were not the source of contaminants and infections. Additionally, the bacteria found in the patient cultures are known common skin contaminants and therefore it is difficult to isolate a source other than human factors.

Event description:
The implanting surgeon's office notified arthrosurface of infections in patients who had received the hemicap shoulder device. A total of 3 patients were believed to have contracted an infection. The surgeon requested that we investigate the products related to the surgical procedures. This MDR (FDA medwatch form 3500a) is now being filed in accordance with the findings on form 483 (observations), received during our FDA inspection held in (B)(6) 2015.